Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the pump not turning on is due to the battery not being inserted in the correct orientation (the plus side goes in first); however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not infuse for 24 hours. The alarm did not turn on. Following a pump restart, the patient experienced headache and gastrointestinal upset. Dose was at 91.4 nkm and restarted remodulin at 46 nkm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.